Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1 (initial reporter and event site email), e3, h6(medical device ¿ problem code). A getinge field service engineer (fse) inspected the device and found that the drive pressure transducer required recalibration and that the EKG cables were damaged with exposed wiring. The fse recalibrated all transducers and replaced the damaged EKG cables using the customer¿s own set. After service, the unit was tested with an ECG simulator and successfully augmented using multiple trigger modes. The issue could not be replicated, and the device passed all performance and safety tests according to factory specifications. The device was returned to the customer in proper working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) had loose ECG connection and balloon stopped while in use. No harm reported.

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : a3 , g2.